Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020-04550 which was submitted on july 18, 2020 (intial report) and october 3, 2020 (follow-up report). Olympus medical systems corp. (Omsc) confirmed that there are no malfunction or adverse events that require the MDR report about this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the repair center of olympus china, omsc surmised there was the possibility this phenomenon was attributed to the accidental failure due to the aging deterioration of the filter unit and/or the electrical component of the subject device due to the long term-use passing more than 5 years since manufacturing. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The repair center of olympus (B)(4) was informed from the user that the error e202 which indicated the subject devise broke down displayed during the gastroscopy procedure. At the incoming inspection for the repair, the repair center of olympus (B)(4) duplicated and identified that the error e202 displayed. There was no patient injury associated with this report. It was not provided the other detailed information.